Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the bristle issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This investigation is ongoing, and additional information regarding this event has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report the bristles of their channel cleaning brush lost its bristles after one day of use. The reported phenomenon was discovered during reprocessing. No patient or user harm has been reported.